Manufacturer narrative:
The technician isolated the issue to a stuck head up valve. He replaced the head up valve and the bed functioned properly.

Event description:
Information received indicates the head of the bed cannot be raised with a patient in the bed.